Event description:
The device was used during a laparoscopic pelvic lymphnode procedure. Reportedly, the instrument leaks pneumoperitoneum. The surgeon used another instrument to complete the procedure. The hosptial has reported no pt injury occurred.